Event description:
It was reported that this pacemaker was part of the system revision due to bacterial infection. Reportedly, the bacterial infection type was unknown. No adverse patient effects were reported. The pacemaker was explanted.